Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 360 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported an motor position encoder error alarm. The customer was assisted in performing pump rewind then got the motor error immediately. The customer got 3 motor errors within the last 30 days after rewind the pump.the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.